Event description:
The sales rep reported that the valve stopped flowing and could not be reprogrammed. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.